Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record database review and similar incident query for this product was not performed since the lot number was not reported. Possible factors that may contribute to separation of the hub may include, but not limited to, manufacturing, interaction between devices causing resistance, or mishandling during the procedure/retraction. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported hub separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial artery. The armada balloon catheter was advanced to the target lesion with no resistance and the balloon inflated without issue. When the balloon catheter was removed from the patient anatomy, the hub broke off from the hypotube. There was no other issue with the balloon catheter. There was no manipulation of the device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.